Manufacturer narrative:
Foreign. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an infection inside the ins pocket. The implant would be removed, but the date of the surgical revision had not been scheduled yet. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The issue was not resolved as of (B)(6)2019. No surgical intervention occurred. The patient was alive with no injury. The issue occurred during normal use.